Event description:
It was reported that this patient with a history of slow ventricular tachycardia (vt) recently experienced an asymptomatic episode of vt that was accelerated to ventricular tachycardia (vf) due to anti-tachycardia pacing (atp) delivery. The vf was subsequently terminated by another burst of atp. The physician elected to reprogram the device's atp therapy settings at the next routine follow-up appointment. The device remains implanted and in-service and no additional adverse patient effects were reported.